Manufacturer narrative:
1627487-07262012-002-r the ipg serial was included in the field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient¿s ipg was implanted for approximately 8 years. Reportedly, the physician and patient decided to have the ipg replaced since it was implanted for a long time. Reportedly, ipg was working correctly. Therapy was restored post-operatively.